Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. The clinician noted oversensing and inappropriate capture. The lead was dislodged. The lead was explanted and replaced successfully. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.